Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue (malfunction alarm 00) was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using non-tandem provided wall adapter and tandem-provided charging cable to charge the pump. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.